Event description:
It was reported that during implant, adequate atrial sensing and capture values could not be obtained. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.